Manufacturer narrative:
This MDR is a result of retrospective review of complaints. Manufacturer is currently performing evaluation and results will be provided with a supplemental report.

Event description:
On (B)(6) 2020, senseonics was made aware of an incident where patient was unable to see glucose readings. The screen only displays "out of range low glucose l" even though patient did calibrations on time. A sensor replacement was approved for this user.

Manufacturer narrative:
The sensor was investigated, and customer complaint was confirmed during review of dms logs as well as during the in-vitro testing. The potential root cause is delamination of led/photodiodes from epoxy bonding in the sensor. The investigation shows the system correctly disabled the sensor due to performance failure and the system's self-test functions are working normally. D8 was this device serviced by a third party? No. H3. Device evaluated by manufacturer? Yes. H6. Health effect - clinical code updated to 4582. H6. Health effect -impact code updated to 2199. H6. Medical device problem code updated to 2917. H6. Component code updated to 510. H6. Type of investigation updated to 4111 and 10. H6. Investigation findings updated to 4203. H6. Investigation conclusions updated to 4307.